Event description:
Event description cpi received information that this patient was experiencing high pacing thresholds with diminishing r-waves. Fluro showed this transvenous defibrillation lead was dislodged. Repositioning attempts failed due to the lead becoming fibrosed in the cardiac tissue. The pace/sense portion of the lead was capped and abandoned. A new pace/sense lead was successfully implanted. Upon conversion, a shorted shock/lead fault message was obtained by the ICD. The decision was made to remove the device due to reliability issues. Patient will receive a entire new system at a different facility.